Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. A visual inspection revealed the tip is fractured. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for vitality t-20 driver for the failure of fracture. The failure could possibly be attributed to the repeated usage and/or high torque of the instrument leading to the fracture. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that vitality t20 driver with a fractured tip, and a vitality t20 driver with a deformed tip were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.reference report 3012447612-2025-00363.

Event description:
It was reported that vitality t20 driver with a fractured tip, and a vitality t20 driver with a deformed tip were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report two of two for this event.